Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit has broken reservoir tube lip, cracked reservoir tube window and cracked display window corners.

Event description:
Customer reported that she had unexplained high and low blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she was hospitalized mainly for bronchitis. Nothing further was reported.